Manufacturer narrative:
The device was returned for analysis. The reported entrapment/ difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with proglide devices was attempted in the left common femoral artery via 8fr sheath using the preclose technique prior to impella procedure. Reportedly, one proglide suture was successfully placed. After suture deployment of the second proglide device, the body of the device could not be removed. A vascular surgeon was called in and an incision was performed to widen the access site and remove the second proglide device [and suture]. Hemostasis was achieved using the pre-placed sutures from the first proglide device. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. The impella procedure was successfully completed on the opposite side. No additional information was provided.